Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an unknown procedure in (B)(6) 2019 and suture was used. During the procedure, the thread got broken when passing the needle. The thread broke far of the needle. No additional information was provided.